Event description:
It was reported that when using the bd pyxis¿ medbank tower screen states the drawers were offline and was unable to log on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that universal serial bus (usb) ports on the unit's communication sled were found to be physically damaged. The field service engineer (fse) replaced the communication sled, resolving the usb port issue and restoring full functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.